Event description:
Three endogia stapler handle plus radial staple load pairs. Initial attempt was made to divide the rectum with a j-hook, curved radial reload of the endogia stapler. There was great difficulty firing this stapler and, ultimately after attempting a number of times, the stapler was removed. Securement end of stapler handle had fractured with a single, semi-cylindrical piece recovered. After that, it could no longer hold the staple load. Stapler handle and load were removed and replaced with the same types of instruments. With this second stapler handle and load, during division of the rectum, the securement end of stapler handle fractured in the same way as the first one, with 3 pieces forming the semi-cylindrical part missing. After that, it could no longer hold the staple load. The 3 pieces were found. Stapler handle and load were removed and replaced with the same types of instruments. With this third stapler handle and load, during rectum resection the securement end of stapler handle fractured in the same way as the first two, with an unknown number of pieces forming the semi-cylindrical missing part. After that, the handle could no longer hold the staple load. The piece or pieces were not found: not with the video nor by x-ray before closing the patient. The remainder of the staple division of the rectum was performed with standard endogia staple loads.